Event description:
It was reported that the arctic sun device gave calibration error 80 (water check time out unable to reach calibration temperature) while trying to calibrate the device. Expected was and 6 actual was 30 during functional testing and troubleshooting it was determined that the device mixing pump was not functioning causing the device to not cool. The system hours were 4633 and pump hours were 3900. Customer requested 2000 hour preventive maintenance. Per review of wo on 26may2023, date of event occurred was 25may2023. Per investigator notification received on 07jul2023, it was reported that the power cuts off intermittently when the main power switch is depressed on top while in the on position due to overtravel of the switch, the control panel stopped functioning during the testing phase and it was no longer boots. The double bend tube and the chiller evaporator outlet tube were expanded.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was unconfirmed as the issue was not duplicated during testing. No repairs needed. Power cuts off intermittently when the main power switch is depressed on top while in the on position due to overtravel of the switch. The control panel stopped functioning during the testing phase. It no longer boots. The double bend tube and the chiller evaporator outlet tube were expanded, completed the 2000-hour pm procedure on the device. Replaced ac power switch lot number 1150 with lot number 2245. Replaced control panel assembly sn (B)(6) with assembly sn (B)(6). Serviced the circulation pump sn (B)(6) and mixing pump sn (B)(6), replaced heater lot 1707 with lot 2303, and replaced both manifold o-rings and drain valves. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. DHR review not required because the reported issue was unconfirmed and not a manufacturing or supplier related failure. A reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the arctic sun device gave calibration error 80 (water check time out unable to reach calibration temperature). While trying to calibrate the device expected was and 6 actual was 30. During functional testing and troubleshooting it was determined, that the device mixing pump was not functioning causing the device to not cool. The system hours were 4633. And pump hours were 3900. Customer requested 2000 hour preventive maintenance. Per review of wo on (B)(6) 2023. Date of event occurred was (B)(6) 2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.